Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was failure to capture on the his lead. The lead was programmed off. No patient complications have been reported as a result of this event.